Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right atrial (ra) lead exhibited no capture at maximum output. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.